Manufacturer narrative:
Manufacturer's investigation conclusion: the device history records were reviewed for the system controller (B)(6) and the system controller was found to pass all manufacturing and qa specifications. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including power cable disconnect alarms. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The reported event of a connect power alarm on the white power lead was not confirmed. The system controller (B)(6) was not returned for analysis. Multiple good faith efforts were sent to request product return; however, no response was received. To date, the system controller has not been received at abbott. The root cause for the reported event was unable to be conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's ventricular assist device (vad) alarmed when placed on battery power. Troubleshooting was performed where multiple batteries and clips were tested. Even with exchange of the batteries and clips a "connect power" message persisted with use of the white power cord. A controller exchange was performed and the alarms resolved.